Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a infusor pump with a condition of runs for two seconds and beeps attention. It is unknown when this condition occurred. The area where this event occurred is the operating room. There was no patient injury, adverse event or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was a broken motor. Baxter replaced the motor.